Event description:
The article, "impact of initial direction of navitor transcatheter heart valve delivery system on final valve orientation and coronary access", was reviewed. This research article is a retrospective single-center experience to evaluate the impact of the initial deployment orientation of navitor transcatheter heart valve (thv) on the final orientation and neocommissural overlap with the coronary arteries and to assess the impact of commissural alignment of the navitor on coronary access, short-term valvular function, and the incidence of computed tomography (CT)-identified hypoattenuated leaflet thickening (halt). The device included in the study was navitor. The article concluded that initial navitor deployment orientation did not affect neocommissural overlap with the coronary arteries or commissural alignment. No significance was observed in the success rate of selective coronary cannulation after transcatheter aortic valve implantation (tavi) between the moderate or less commissural misalignment (cma) and severe cma groups. Cma of navitor had no impact on short-term valve hemodynamics or the incidence of halt. [The primary and corresponding author was tomoki ochiai, department of cardiology, shonan kamakura general hospital, 1370-1 okamoto, kamakura, kanagawa 247-8533, japan, with corresponding e-mail: tomoki.ochiai.0307@gmail.com.]. This study included patients with severe aortic stenosis who underwent tavi with the navitor valve from 01 may 2022 to 30 april 2023. A total of 77 patients, all of which received an abbott device. The average age of the 3 o'clock group was 83 years. The average age of the 6 o'clock group was 85 years. The average age of the 9 o'clock group was 88 years. The average age of the 12 o'clock group was 86 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes, chronic obstructive pulmonary disease, chronic kidney disease, atrial fibrillation, antithrombotic treatment, dual antiplatelet therapy, permanent pacemaker implant, and previous percutaneous coronary intervention, coronary artery bypass graft, and stroke/transient ischemic attack.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, chronic obstructive pulmonary disease, chronic kidney disease, atrial fibrillation, antithrombotic treatment, dual antiplatelet therapy, permanent pacemaker implant, and previous percutaneous coronary intervention, coronary artery bypass graft, and stroke/transient ischemic attack. Complications reported included perivalvular leak, stroke, obstruction, bleeding, surgical intervention (permanent pacemaker), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: impact of initial direction of navitor transcatheter heart valve delivery system on final valve orientation and coronary access b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.